Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting shutdown suddenly. Review of the system log file showed that, issue existed in x-ray generator mains power where two units of the same were defective, due to which system got short-circuited with immediate shut down. The fse, replaced power inverter evr, ips certeray r5 and pdu fuses generator. Then the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system was shutdown suddenly. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.